Manufacturer narrative:
Cycler was not replaced therefore; no investigation on the physical device could be performed. The device history record (DHR) was reviewed on 4/20/2016. According to the last DHR entry dated (B)(6) 2016; there were no noted issues relating to the current reported event. Since the device was not returned to the manufacturer for physical evaluation the failure mode could not be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse reported a peritoneal dialysis (pd) patient was seen in the clinic today due to cloudy effluent. Per the pdrn the patient was diagnosed with peritonitis. The patient is new to pd therapy, and per the nurse this is a clear break in sterile technique. The patient will be treated with intra peritoneal vancomycin and ceftazidime. The patient will be taken off of peritoneal dialysis for the time being and he will be retrained.